Event description:
The patient contacted animas on (B)(6) 2012 reporting that the cartridge was leaking. The patient stated that during the filling process the cartridge appeared to be leaking from just above the o-ring at the shoulder of the cartridge. The patient stated that there did not appear to be any cracks in the cartridge. This report is made based on the allegation that the cartridge was leaking.

Manufacturer narrative:
The cartridge was returned. Product analysis evaluated the cartridge on 07/16/2012 with the following findings: a visual inspection and a leak test of the cartridge were performed with damage or failures observed.

Manufacturer narrative:
Follow-up #1 date of submission 07/12/2012 device evaluation: a reserved sample from the same cartridge lot number b201762 was tested and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.